Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found the printed circuit board failure of the video connector of the subject device. Its failure occurred the reported phenomenon which made noise and no image. Omsc found that the error e216 which indicated there was the communication problem between the subject device and the video processor had occurred and the adhesive of the distal end was chipped on the evaluation report and pictures from olympus (B)(4). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the report of olympus korea, there was the possibility that the reported phenomenon was attributed to the following causes; [the noise, no image, b30 and e216 errors] it is presumed that it was caused by a failure of the video connector board or ccd unit, but it cannot be identified. In the former similar cases, it has been reported that the cause may be damage to the video connector, damage to the electrical contacts, or failure due to over current. Because dents can be confirmed on the electrical contacts of the video connector of the device from the reporting photo, it is inferred that the system is in poor contact. It is possible that this caused image noise or e216. E216 is a communication error. This is an error that recognizes communication immediately after energization but detects an abnormality immediately after that. This can happen if the connection is unstable. B30 is an error in the power supply system, and is an error that detects that communication is not possible from the beginning. Therefore, it is possible that the video connector board and the ccd unit itself were damaged and communication itself could not be performed. The video connector board or image sensor may be damaged due to the following cause. Attached or removed the video connector while the system was powered on. The video connector's electrical contacts were energized when they were wet or dirty. Over current occurred due to sudden static electricity, etc. In addition, it is also possible that the image sensor unit is overloaded due to strong bending or sharp bending of the universal cord, or physical stress on the distal end, causing the image sensor cable to break or mechanically break. [The adhesive of the distal end was chipped] it is presumed that it was caused by physical stress or chemical stress on the relevant part. In the former similar cases, it has been reported that the adhesive may have cracked due to external stress on the distal end, or that the adhesive may have deteriorated due to a chemical attack caused by a chemical solution and so on used during the reprocess. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of subject device had the noise and the error b30 which indicated there was the communication problem between the subject device and the video processor was displayed intermittently during the unspecified procedure. There was no patient injury associated with this report.